Event description:
Reporter noted three cases of endophthalmitis. Pt 3 of 3: 30 days post-op. No status given.

Event description:
Additional info received noted this pt was in very bad general condition. Hypopyon. Required intravitreal and general antibiotics; surgical treatment. Vitreous cultured: no growth. Surgeon felt endophthalmitis was of post-op origin. Pt is deceased (date not given); unrelated to infection.